Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: bmw; guide cath: 6f; stent: 2.5x08 otw xience xpedition. The bmw guide wire mentioned is being filed under a separate manufacturer report number. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and occlusion, as listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure at the bifurcation of the heavily calcified and angulated right coronary artery (rca) and the posterior descending artery (pda) a .014 balance middleweight guide wire (bmw) was advanced via femoral access. Two 2.5x08 otw xience xpedition stents were deployed successfully, however, due to the location of the lesion and the need to cover the side branch, one of the stents jailed the bifurcation and blood flow was obstructed. The physician advanced an additional unspecified guide wire into the pda and balloon dilatation was performed restoring blood flow. After blood flow was restored, a 2.0x8 non-abbott balloon catheter was advanced for post dilatation but resistance was felt with the vessel prior to reaching the stents. Due to the resistance, the 6f guide catheter retracted out of position, pulling the bmw guide wire and the non-abbott balloon catheter. The distal segment of the guide wire separated in the distal pda. After multiple unsuccessful snaring attempts, the separated segment remains in the distal pda. St elevations occurred and the patient was placed on a balloon pump. No medications were administered for the st revelations and myocardial infarction was not diagnosed. Although there was a clinically significant delay in the procedure, there was no adverse patient sequela. No additional information was provided.